Event description:
A supplemental report is being submitted due to completion of the investigation on 21-jul-2025. What endoscope type and channel size was used? Olympus 290 ercp scope, 4.2 working channel. What was the position of the elevator? N/a, open, closed: open. Details of the wire guide used (diameter, type, make)? Boston dreamwire, please advise the anatomical location of the intended target site. Proximal common bile duct. Did the patient require any additional procedures as a result of this event? N/a, yes, no: no. ¿ a shorter biliary stent was deployed. What intervention (if any) was required? ¿ used a shorter biliary stent was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: n/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No. Was the product inspected for kinks or damage before use? N/a, yes, no: n/a ¿ straight out of packaging. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?): no. Was the directional button pressed during use? N/a, yes, no: yes. Was the yellow marker kept in view during deployment? N/a, yes, no: yes. Are images of the device or procedure available? N/a, yes, no: procedure ¿ yes, device with cook medical.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2234797 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. Two devices were returned under complaint (B)(4) it was confirmed that one of the devices relates to (B)(4). (B)(4) relates to: evo-fc-10-11-8-b, c2209777. (B)(4) relates to: evo-fc-10-11-8-b, c2234797. The device related to this occurrence underwent a laboratory evaluation on the 30th of jun 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned safety wire returned in place directional button is in the deploy position. Red shuttle past the ponr. Stent not deployed. Functional inspection: handle actuating fine for deployment and recapture safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect device. All cogs of handle intact. Sheath tube disconnected from shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2234797. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment/recapture, a tortuous path caused a build-up of pressure leading to the sheath tube separating from the shuttle cap which would have caused the difficulty experienced by the customer when trying to deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.

Event description:
Description of event the issue occurred during midway on deploying the stent, it clicked and then did not deploy. We used it for an ercp procedure on the same patient,and ended up switching to a 6cm. "As per cc form" the issue occurred during midway on deploying the stent, it clicked and then did not deploy.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.